Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver an unspecified blood product and an unspecified solution. After an unspecified length of time in use, air was reported in the bulb pump of the tubing set. The tubing set was replaced and the therapy was resumed. No air was delivered to the pt. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.